Event description:
In 2008, the patient reported that her infusion device was alarming and "77" was displayed on the screen. She stated that she was aware of the power pack recall and she believes she was using a recalled power pack in the infusion device. She stated that she was at work and did not have a corrected power pack with her to insert into the infusion device. She did have a recalled power pack which she inserted and the infusion device functioned properly. She stated she has corrected power packs at home. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.